Event description:
Additional information was received from a patient and a health care provider (hcp). The patient reported that the cause of writing and walking issues were unknown but she still has to walk with a walker at night when the implantable neurostimulator (ins) is turned off. The patient also reiterated the stroke symptoms and trouble speaking that occurred in (B)(6) 2015 following the implantation of the replacement ins. The patient confirmed she did not have a stroke and just experienced stroke-like symptoms that caused her to have to go to rehabilitation. It was also reported that the ins reached elective replacement indicator (eri) but there was no allegations regarding the longevity; the patient plans to follow-up with the hcp regarding this issue. The hcp reported that the diagnostics and actions/interventions taken to resolve the difficulties writing, walking and talking included deactivating the right side ins; the issues were resolved. It is unknown if there are plans to reactive the ins. Please see report number 3004209178-2015-23750.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0lf52, implanted: (B)(6) 2015, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. See also mfg. Report no. 3004209178-2015-23750.

Event description:
The patient reported that she was having trouble talking as they think she had a stroke. The patient had a possible stroke the day of implant. It was unknown if it was related or not to the device or therapy. The patient's indications for use were unknown. The cause of the stroke, and if it was related or not, was not reported. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Additional information received from the patient reported that she had been having difficulties with the implant. Additional information received from the patient reported that she started "having stroke symptoms in the recovery room of the second implant, but it wasn't a stroke it was a misdiagnosis and they think its because of the second dbs." The consumer reported she originally had one (1) deep brain stimulation (dbs) system implanted, then her right hand stopped working, which was why "they put the other dbs in" and it never helped since it was implanted on (B)(6) 2015, but then "they" adjusted it and it helped the patient with her writing and her "right hand worked great" until the last 6 or 8 months and her left hand was fine. In addition, since her second implant, she had had a lot of falls including 5 in one day. She did not know what month the falls started but it started sometime in 2015. Her speech and walking had improved after having an adjustment, but then 2 or 3 months ago it stopped helping the speech and walking. Indication for use included essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.